Event description:
It was reported that a 500cc mentor memorygel breast implant had suspected foreign material on the implant shell prior to a procedure. There was a black dot on the shell. There was no patient involvement.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on august 18, 2023. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
On october 9, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device and material evaluation. Visual analysis of the returned device determined that two black dots (measure 0.002 cm2 and 0.0006 cm2) were observed embedded on the posterior view, on the shell of the smooth hpg, 500cc breast implant. In addition, the device was received in it thermoform. Chemical composition for the black spot and infrared results revealed that foreign particles exhibited the polydimethylsiloxane base material, breast implant material masking the true nature of the foreign material, chemical composition cannot be ascertained by ftir terms. Based on the current information, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. The mentor microbiology department provided the sterility assurance records of the device. The lot met all the sterilization parameters required to provide sterility assurance before release for distribution. Per the inspection procedure, the particles observed on the complaint device are within manufacturing specifications. The particles embedded in the shell could have originated from the ineffective execution of the mandrel-blowing step prior to the shell fabrication process. However, with consideration of the manufacturing process and inspection criteria, the particles in the shell are within specification. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).